Manufacturer narrative:
The actual device was not returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason (B)(4) was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported breakage of the guidewire device during a procedure. Follow up communication with the user facility confirmed the following information: the physician attempted to gain access in the r cfa with a 4fr. Precision niti wire sheath kit; when entering the vessel at a steeper than usual angle with the presence of vessel calcification it was noted that the wire was sticking at the transition/welding/fusion point; the physician had to remove the entire wire/needle as a unit; after several attempts, the physician was unable to advance the niti wire through the needle sufficiently enough to advance the sheath; the coil unraveled during back and forth manipulation; during removal of the wire/needle, the tip coil braid stripped from the body of the wire and remained in the patient; access was then gained through the r radial artery; and pcl was performed successfully.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00048 to provide the sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore the investigation results are based upon the user facility information and the evaluation of three recent retention samples. There were no visual anomalies noted during a visual evaluation. In addition, dimensional and functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction and the exact cause of the reported event cannot be determined based on the available information all available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00048 to provide the sample evaluation results.